Event description:
It was reported that the customer's insulin pump had unresponsive buttons. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the buttons were responding properly. However, the device was received with loose drive support disk and missing end cap sticker.